Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy while using an ophthalmic console the vitrectomy function stopped working . Surgery was completed by replacing the equipment and patient harm was not reported.

Manufacturer narrative:
The company representative was able to replicate the issue. The nonconforming pneumatics module was replaced as a result. The system was then tested and found to meet specification. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).